Event description:
Problem reported: rss reports that the surgeon had to bail on a case due to a bumped array and array movement caused by the array clamp wing nut being loose and not securing the array. The surgeon is requesting the array clamp and the pin inserter be replaced as he believes both devices impacted the array movement. The reporter was not on site and received this information from the sales assoc. When was the issue observed? During surgery. What step were they on when this issue occurred? Unknown. What steps did the caller or user perform after encountering this issue? Bailed to manual instrumentation. Troubleshooting: patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? Yes or no. Are patient treatments delayed or cancelled? Slight delay in bailing to manual, no cancellations. Next day of surgery: (B)(6) 2022. All information has been disclosed. No further information was provided. If complaint is related to disposable/reuseables: disposable/reuseables: details have been emailed to the (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : the device associated with this complaint was not received for examination. No photographs were provided for investigation. Based on all available information the investigation cannot confirm the reported allegation. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system could not be performed because the required lot code was not provided.